Event description:
It was reported that the patient presented to the hospital for a follow-up on 5 may 2022. Review of the transmission revealed a long capacitor charge time on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced on 6 june 2022. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of charge timeout was confirmed. Analysis of device image found multiple events of extended charge time. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The charge timeout could not be reproduced during testing.

Manufacturer narrative:
Correction b5 - updated the statement to reflect charge time out. Correction h6 - updated codes to failure to charge. Additional information d9 - product return information. Additional information h3 - product return information.

Event description:
It was reported that the patient presented to the hospital for a follow-up on 15 may 2022. Review of the transmission revealed a charge time out on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout.